Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had difficulty getting multiple cartridges to go onto the pump. The customer stated to eventually be able to load a new cartridge onto the pump successfully. However, more effort was required to get the cartridge loaded. There was no impact to the customer's blood glucose level.